Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they still have no stimulation, and they are in a lot of pain. Their issue has not been resolved at this time. No further complications were reported.

Event description:
A patient reported she was having pain and stated that the stimulation was not working. The patient started 2 days prior to date of report. The patient stated the states the implantable neurostimulator (ins) has probably died because she does not have equipment to charge. The patient was redirected to foundation care for replacement equipment. No further complications were reported/anticipated. The indication for implant was spinal pain.